Manufacturer narrative:
(B)(4). (B)(6). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4).

Event description:
According to the reporter, during a lap colectomy, after the device was fired, it was difficult to remove. The donuts were not complete. The anastomosis was torn when the device was removed. When removing the device the surgeon turned past the click, slightly advanced, tried to rotate to remove. The first anastomosis was high enough so that the anastomosis could be redone. The second anastomosis leaked upon testing and was oversewn. There was torn bowel and unanticipated tissue loss. There was unanticipated extension of the incision by several inches. There was no blood loss of more than 500cc. The operating time was delayed by over 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4). The device was returned 05/10/2016.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 31mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was not received. A microscope examination of the device displayed nicks on the knife blade. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut.